Event description:
It was reported that the pt was admitted to the hosp in 2008, with a urinary tract infection, pneumonia, new onset of atrial fibrillation and hypotension. The pump contained lioresal 2000 mcg/ml at a daily dose of 484.9 mcg in simple continuous mode. Pseudomonas was found in the urine and other clinical finding were consistent with sepsis. The pt initially improved, but then experienced "general decline" and became hypoxic. Chest x-rays were consistent with mucous plugging. The pt's status was "do not resuscitate and do not intubate" and subsequently expired six days later. The cause of death was not reported, however, the hcp indicated that the cause of death was unrelated to the implanted sys. A f/u report will be sent if add'l info becomes available to us.